Event description:
It was reported that pump displayed recurring malfunction alarm code 12 with associated fault code and customer experienced at least three occurrences on same device, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode, programming settings, and connecting continuous glucose monitor on replacement pump, and tandem technical support arranged shipment of replacement pump and instructed customer to return malfunctioning pump using prepaid label within 10 days.